Manufacturer narrative:
(B)(4)

Event description:
A manufacturing representative reported that there was no lead in the lead package when the package was opened. The lead package was opened in the operating room, immediately before the lead was required. There were no issues with the patient.